Event description:
The patient's shower chair dysfunctioned, when transporting patient out of the bathtub. The whole chair and bars flipped up and slid patient completely out of the base of the chair and on to the care giver. The patient landed on the care giver while still secured in the chair by belt. The nurse fell backwards and hit her head on the cabinet and her bottom to the floor. The nurse managed to catch the patient's head from hitting the floor. The ambulance was then called, the director, and nurse from a cell phone due to the welfare of patient.